Event description:
It was reported the patient developed a pocket hematoma and the pocket surface was slightly swollen and there was congestion. Upon examination it was determined the patient healed well after the procedure and did not have a fever. The patient was admitted to the hospital and received a dressing wound change, infrared radiation, and intravenous anti-infection treatment. The patient was discharged from the hospital in stable condition. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.